Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2026-02444- device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient experienced the infusion set fell of during use event on 23-feb-2026. No further information available.